Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Healthcare professional later reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as surgical damage and observed 1 opening assessed as fold flaw opening. Other-technical: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.